Event description:
The international customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer will replace the crossover solenoid to address the reported problem. Failure of the crossover solenoid as noted may result in a volume loss during use.

Manufacturer narrative:
No return of parts due to customs costs.